Manufacturer narrative:
The reported event of syringe volume discrepancy file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted.

Event description:
The customer reported that while using a monoject 35ml syringe with a 30ml fill, the vtbi on the pca pump module often reflects more than 30ml and up to as high as 40ml. Reloading the syringe or changing the equipment does not change the discrepancy. There was no report of patient involvement.